Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Fiducials were administered rectally prior to spaceoar implantation and the procedure was done under local anesthesia. During hydrodissection, the physician had difficulty finding a good layer. On (B)(6) 2021, magnetic resonance imaging (MRI) was performed and it showed that the gel flowed into the rectal wall. A small amount seemed to have been injected into the serosa. There were no patient complications reported as a result of this event. The patient has received external beam radiation therapy (ebrt), 2.5gyx 28 times.